Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a defective lock sensor. The lock sensor will be replaced to fix the issue. The device will be submitted for functional and delivery testing. The device shall be returned to the customer once functional and accuracy test results are confirmed to be within specification.

Event description:
It was reported that a brand-new pump was taken to use and when used for the first time, pump didn´t start the infusion but alarmed ¿lock the pump with a key before starting¿ and the pump was already locked. Staff tried to lock and unlock the device several times, but were not able to start the infusion, because of this persistent alarm. There was no patient involvement.